Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, was reported to be in storage mode since (B)(6) 2011. A routine device changeout procedure was performed and the device was successfully explanted and replaced. To date, no adverse patient effects were reported with this clinical observation.